Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. However, the grip-clip test was performed and failed. Additional observation that was not reported by the site: the clip applier instrument was found with one grip bent. The damage was found near the tip of the clip groove, causing a 0.021" offset at the tips. As a result, the clip could not be properly loaded on the grips hence, failing the grip-clip test. This type of failure is typically associated with mishandling / misuse, such as excess force applied to the instrument jaws.

Event description:
It was reported that during the reported da vinci-assisted cholecystectomy surgical procedure and three other procedures, the 8mm medium-large clip applier misfired and would not apply the clip. The clip was seated properly. During the third case, the instrument worked properly during the first load. However, on the second and third clamping attempts, the instrument would not apply the clip. The procedure was completed with no reported injury.